Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared using the esc and act buttons. The customer's blood glucose was between 107 and 111 mg/dl. She stated that she received the alarm while she tried to program a bolus. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly. However, the insulin pump found moisture damage to the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.